Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. System related product: mcs-p3-26-aoa/sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the pigtail catheter was at the non-coronary cusp (ncc). The delivery catheter system (dcs) was being removed and caused the pigtail catheter to dislocate into the ascending aorta. The valve subsequently dislodged. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that following dislodgement of the first valve, regurgitation was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.